Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: the submitted images appear to display broken and fragmented set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: lumbar fracture procedure: "posterior stabilization" levels implanted:"4" it was reported that during final tightening of the set screw in the surgery, it was found that the set screw was loose. When the surgeon wanted to take out the set screw, it broke into pieces and was shattered inside the patient's body. No fragments remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.